Event description:
It was reported that the atrial lead had high and unstable thresholds. It was noted that the high thresholds occurred after the patient had valve surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 ipg implanted: (B)(6) 2010. (B)(4).